Manufacturer narrative:
This report has been identified as b. Braun (B)(4) ag internal report (B)(4). The device was provided for an examination and root cause analysis in our service laboratory in (B)(4): reference sample: model: infusomat space. Article no.: 8713050. Serial no./ lot: (B)(4). Software version: (B)(4). Hours of operation: 15997 production date: 11.04.2016. Warranty: no. Results: a visual inspection was performed. The cover caps on the screw pillars and were intact. The seals on the lower housing were missing. The device shows signs of wear but no damage could be found. A functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read out and analyzed. The device was not used on the day of accident. No abnormalities were found in the device history. The device was disassembled and the inside was investigated. No residues of the burning station could be found on the housing of the device. The ribbon cable of the operating unit was damaged. No other damages were found inside the device. Judgment: the complaint could not be confirmed. Summing up all tests, the device operated within our specification. No residues of the burning station could be found on the device. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): fire at space station. According to customer: suddenly there was a fire at the docking station of the space infusion system with clear flying sparks. Note: eight reports are being filed for one event, because all eight devices were involved in the one thermal event and the cause of the thermal event could not be traced to one of the devices. This report is being filed for one of the pumps that was inside a spacestation at the time of the event. Report numbers 9610825-2021-00110, 9610825-2021-00111, 9610825-2021-00112, 9610825-2021-00113, 9610825-2021-00115, 9610825-2021-00116, and 9610825-2021-00117 are being filed for the other devices involved.